Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that air bubbles were noted on the indeflator during air aspiration of the armada 35. The user tried the air aspiration with a normal syringe and the same issue persisted; air was noted on the syringe during air aspiration of the armada 35. This device was not used in the patient. Another armada balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing, and scanning electron microscopy (sem) analysis were performed on the returned device. The reported leak was confirmed. The production record review was performed and revealed no indication of a product quality issue. The corrective and preventive actions (CAPA) review was performed and revealed CAPA issues related to the reported issue, indicating there is a potential quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on evaluation of the returned unit, and the review of the corrective and preventive actions (CAPA) database. The leak was observed coming out of the distal end of hub strain relief. It was determined the device leakage from the distal end of the luer was attributed to gaps in the adhesive bond area just below and at the leak areas. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.